Manufacturer narrative:
Title: use of indocyanine green fuorescence angiography during ileal j-pouch surgery requiring lengthening maneuvers source: techniques in coloproctology (2022) 26:181¿186. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2015 and january 2021, all patients underwent a double stapled anastomosis using a circular stapler. There were sixteen (16) patients included in the study who underwent a  complex ileal j-pouch surgery requiring lengthening maneuvers and laparoscopic and endoscopic intraoperative intra-operative indocyanine green (icg) assessm ent. Twelve patients underwent surgery for ulcerative colitis (uc) and  four (4) for familial adenomatous polyposis (fap).post operative complication included:  one (1) patient who developed anastomosis leak (al) from ileal pouch-anal anastomosis (ipaa); this patient was steroid-dependent for severe refractory uc and underwent ligation of the ileocolic vessels. The al appeared to resolve with time allowing ileostomy reversal 24 weeks later. However, despite radiologic and endoscopic imaging showing no leak prior to ileostomy reversal, the patient developed a persistent pouchanal fistula, and eventually required a redo j-pouch creation three(3) years later. One patient was completely asymptomatic but had a small, contained al detected on routine follow-up pouchogram at 6 weeks postoperatively. The patient later developed a stricture and, following serial dilatations, was reversed after 30 weeks. 4 patients developed postoperative ileus requiring nasogastric tube decompression and temporary total parenteral nutrition. 1 patient developed portal vein thrombosis requiring long-term anticoagulants.  Use of indocyanine green fluorescence angiography during ileal j-pouch surgery requiring lengthening maneuvers, m. R. Freund, I. Kent, s. Agarwal, s. D. Wexner, 2022, techniques in coloproctology.